Event description:
Customer rpeorted receiving inaccurate high readings. In blood glucose tests, customer received a reading of 205 mg/dl compared to a hospital meter with a reading of 113 mg/dl. Customer tested with normal or high reading results while customer felt weak and shaky. Customer was hospitalized twice as doctor was concerned about glucose levels. Customer is pregnant. Testing was conducted on fingerstips.